Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had heart problem with their heart rate being 145 or higher. She went into the emergency room where they performed an electrocardiogram (EKG) on (B)(6) 2015. Since then, she had problems with the original implant symptoms, where she felt the urge to go but only went a little and had to wait until the urge came again. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome, steps taken to resolve the issue, or troubleshooting performed were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.